Manufacturer narrative:
(B)(4). Method: the complaint rt046 non-vented hospital full face mask was not returned to f&p in (B)(4) for investigation. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. Results: it was reported that the hospital setup the rt046 mask with a single limb circuit without an exhalation port instead of a dual limb circuit system. Conclusion: the rt046 mask was incorrectly setup with a single limb circuit. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask with a dual limb circuit. Our user instructions also state the following: for use with ventilator/devices delivering niv therapy using dual limb circuit systems. The mask are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. For use with ventilator/devices delivering niv therapy using dual limb circuit systems. Before use: ensure you have read and understood the instructions completely. Ensure that the correct mask is being used for the therapy device. Refer to setup guide on the other side. Ensure adequate patient monitoring is in placewarnings. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an rt046 non-vented hospital full face mask, bilevel machine and a single limb circuit were used for four days on a patient. The hospital reported that the "mask leak was high at times". No patient consequence was reported.